Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the device was explanted on (B)(6) 2014 as it was reported the patient suffered from an acoustic neuroma and nf2 and received no benefit from the device.